Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. There was no safety mode pacing observed on the oscilloscope. A series of electrical tests was also performed and found depleted cell with no battery-related failure determined. Analysis did identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the implantable pacemaker was explanted due to premature battery depletion (pbd). Also, patients' intrinsic rate was 40 beats per minute (bpm) and no pacing was occurring and the device could not be interrogated. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker was explanted due to premature battery depletion (pbd). Also, patients' intrinsic rate was 40 beats per minute (bpm) and no pacing was occurring and the device could not be interrogated. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104 and device code a0711. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device could not be interrogated in the laboratory so a review of the device memory could not be performed. The most recent data from the remote monitoring system (from six months before the device was explanted) showed no suspicious faults or resets, stable power consumption over the last year, and the actual battery voltage was tracking with the nominal voltage. The device case was removed to facilitate inspection of the internal circuitry. The internal visual inspection looked normal. The battery was removed and an external power supply was applied. Normal current drain was observed when testing the components. The battery was sent for detailed testing. However, the results confirmed a depleted battery with no battery-related failure. Despite exhaustive analysis, the cause of the premature battery depletion could not be determined. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of premature discharge of battery was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that the implantable pacemaker was explanted due to premature battery depletion (pbd). Also, patients' intrinsic rate was 40 beats per minute (bpm) and no pacing was occurring and the device could not be interrogated. A new device was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the implantable pacemaker was explanted due to premature battery depletion (pbd). Also, patient's intrinsic rate was (B)(6) (bpm) and no pacing was occurring and the device could not be interrogated. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e060104 and device code a0711. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device could not be interrogated in the laboratory so a review of the device memory could not be performed. The most recent data from the remote monitoring system (from six months before the device was explanted) showed no suspicious faults or resets, stable power consumption over the last year, and the actual battery voltage was tracking with the nominal voltage. The device case was removed to facilitate inspection of the internal circuitry. The internal visual inspection looked normal. The battery was removed and an external power supply was applied. Normal current drain was observed when testing the components. The battery was sent for detailed testing. However, the results confirmed a depleted battery with no battery-related failure. Despite exhaustive analysis, the cause of the premature battery depletion could not be determined.